Event description:
It was reported there was a hardware removal of one right distal tibia plate, thirteen 3.5 mm locking screws, and two 3.5 mm cortex screws. The original implant was on unknown date in (B)(6) 2012. All implants were recovered. The revision surgery was due to an infection. The revision procedure was successfully completed with no patient injury. This report is for an unknown cortex screw. This is report 3 of 3 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 2 unknown cortex screws. Implant on unknown date in (B)(6) 2012. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.